Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. A sheath was inserted via the femoral artery. The md was unable to insert the iab through the sheath because it became stuck. As a result, the iab was removed with the sheath as one unit; another iab was inserted with success. There were no reported pt complications.